Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo showed that the needle had broken at the tip. Unfortunately, as no product was returned, bend moment testing could not be performed records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the needle was being detached from the needle driver during dural closure in a craniotomy tumor resection, the needle broke off in two pieces. The tip of the suture needle was accounted for but the remainder of the needle flew off the field. There was no device component fall into the cavity of the patient. There was no patient injury.